Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the inner cannula for tracheostomy tube did not fit. There was no allegation of patient death or serious injury.